Manufacturer narrative:
With regards to this event, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed that one of the cutter valves failed and did not close and open correctly, since the valve was sticking from time to time . This resulted in the fact that the cutter will not be activated consistently and caused the reported sound. A historical review of the complaint database indicated that a similar complaint has been logged on the eva surgical system last year, however, at that time the vitrectomy module was not returned for investigation. No other similar complaints were logged on the eva surgical system subject to this reported event. Based on the information available, it is concluded that this event occurred due to a random component failure of a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during a procedure, there was no activation of the vitrectome and a slight noise was coming from the vitrectomy module. Due to this event the procedure was delayed >30minutes. No actual patient harm occured.

Manufacturer narrative:
The device involved in the incident has been returned for investigation.

Event description:
It was reported that during a procedure, there was no activation of the vitrectome and a slight noise was coming from the vitrectomy module. Due to this event the procedure was delayed >30 minutes. No actual patient harm occured.